Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges the device is showing check power. A device was returned to a third-party service center. During the evaluation of the device pca burned and screen scratches was observed. Device was routed to scrap. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.